Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that she passed out. The customer reported that she had stroke then had seizure. The customer reported that the ambulance was called. The customer's blood glucose was around 148 mg/dl at the time of the incident. The customer's blood glucose was 300 mg/dl at the time of hospitalization. The customer stated that they had high blood glucose of over 700 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.